Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is undetermined.

Event description:
It was reported that 20 bd nexiva dual port 20ga 1.25in (1.1 mm x 32 mm) experienced leakage during use. The following information was provided by the initial reporter: leak in q-syte connector during use of infusion pump in imaging exams that with contrast.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd nexiva dual port 20ga 1.25 in (1.1 mm x 32 mm) experienced leakage during use. The following information was provided by the initial reporter: leak in q-syte connector during use of infusion pump in imaging exams that with contrast.